Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The purpose of this MDR submission is to update the product investigation to include the possible root causes of the reported issue. [Updated investigation]: according to the application failure modes and effects analysis (afmea), the possible causes of the friction / difficulty to advance are: insert the microcoil introducer through the rotating hemostat valve (rhv) and set the tip in the hub of the microcatheter: potentional failure mode is: continuous saline flush was not established. Potential cause(s) of failure: user technique / user error. Advance the device positioning unit (dpu) wire through the microcatheter: potentional failure mode is: continuous saline flush was not established. Potential cause(s) of failure: incompatible ancillary devices due to user technique / user error. Introduce the microcoil into the microcatheter: potentional failure mode is: unable to position the microcoil / improper position. Potential cause(s) of failure: user technique / user error. Updated sections: g.4, g.7, h.2, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
[H.10]: manufacturer¿s ref. No.: (B)(4). The purpose of this MDR submission is to update the conclusion of the product investigation / possible root causes of the reported issue. [Updated investigation conclusion]: observation of the condition of the coil on the returned device provided one of the possible root causes. If the tip of the coil is pulled back to the slit part of the introducer sheath, there is more chance that friction will be encountered due to the contact of the coil tip and the slip (zipper) part of the introducer sheath, or the deformed / inconsistent surface of the inner lumen of the introducer sheath. Once the coil tip encounters more friction, it becomes serpentine and the coil becomes stacked and damaged. In this condition, the coil will not be able to advance. We suggest avoiding pulling the coil tip back to the slit part of the introducer sheath before advancing the coil. In addition, if there is insufficient flushing inside the introducer sheath, or if the device positioning unit (dpu) wire or the introducer sheath is kinked, resistance may occur. We suggest making sure that there is a continuous and sufficient flushing be maintained inside the introducer sheath to remove blood and to aid in the reduction of resistance friction. We also suggest making sure not to damage or kink the introducer sheath or the dpu wire. However, the actual procedural usage could not be estimated, therefore, the cause of the reported event could not be identified. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode: krd/hcg. Initial reporter phone: (B)(6). Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). [Conclusion]: the healthcare professional reported that during an aneurysm coil embolization procedure, the 2.00mm x 4.00cm galaxy g3 mini coil (glm920040 / l15182) was the 10th coil chosen for use after nine coils (target coils (stryker) and hydro coils (microvention) were implanted. It was reported that there was resistance between the galaxy g3 mini coil and the introducer sheath during the coil advancement; the location where the resistance was first felt was at the docking point of the introducer sheath and the rotating hemostat valve (rhv). Continuous flush was maintained through the microcatheter (unknown brand). The introducer was flushed until there was liquid visible at the distal end of the slit near the clear tube. The device could not be moved at all due to the resistance. The coil was removed from the patient¿s body and replaced with another target coil (stryker) and the procedure was safely completed. There was no report of any patient adverse event or complication. The product was returned for evaluation. The investigational finding is documented below. Investigation summary: the non-sterile 2.00mm x 4.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The hub was inspected and was observed without any appearance of damage. The device positioning unit (dpu) was observed kinked at 0.2cm from the proximal end. The introducer was inspected and was observed partially unzipped and kinked. The resheathing tool was observed in good condition. The marker band was found at 39 cm from the hub; this is within specification. Microscopic inspection was performed. The v-notch was inspected and there was no damage observed. The resistance heating (rh) was in good condition. The embolic coil was observed protruded from the introducer and in stretched condition. Functional test could not be performed because of the condition of the returned device. The embolic coil was in stretched condition and was protruding from the introducer. The issue originally reported in the complaint that there was resistance between the 2.00mm x 4.00cm galaxy g3 mini coil and the introducer sheath was not confirmed through functional evaluation. The kinked dpu and the stretched embolic coil are likely due to applied forced, though the exact cause cannot be conclusively determined. A review of manufacturing documentation associated with this lot (l15182) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Coil stretching is known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue as stretching from occurring. The coil stretched condition was not originally reported in the complaint, however, the dpu was observed kinked along with the coil protruding from the introducer indicate that force was likely the cause; it is possible that when the reported issue of resistance was encountered between the coil and the introducer sheath, force was applied in the attempt to advance the coil and that resulted in the kinked dpu and the coil becoming stretched and protruded from the introducer. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 2.00mm x 4.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in a stretched condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an aneurysm coil embolization procedure, the 2.00mm x 4.00cm galaxy g3 mini coil (glm920040 / l15182) was the 10th coil chosen for use after nine coils (target coils (stryker) and hydro coils (microvention) were implanted. It was reported that there was resistance between the galaxy g3 mini coil and the introducer sheath during the coil advancement; the location where the resistance was first felt was at the docking point of the introducer sheath and the rotating hemostat valve (rhv). Continuous flush was maintained through the microcatheter (unknown brand). The introducer was flushed until there was liquid visible at the distal end of the slit near the clear tube. The device could not be moved at all due to the resistance. The coil was removed from the patient¿s body and replaced with another target coil (stryker) and the procedure was safely completed. There was no report of any patient adverse event or complication. The 2.00mm x 4.00cm galaxy g3 mini coil was returned for evaluation which revealed that the embolic coil was stretched. Based on the product analysis on 9/20/2019, this event has been deemed MDR reportable as a ¿malfunction.¿